Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, the dorsal quad plate was removed during a revision surgery on (B)(6) 2025 due to nonunion. During a six-month post-op visit, the nonunion was discovered via radiographic imaging. The surgeon noted it is possible a tine from the quad plate was in the joint, which could have led to the nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although the most likely cause of the reported event could not be determined based on the available information and without the return of the device, it is possible a tine was in the joint space and contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, the dorsal quad plate was removed during a revision surgery on (B)(6) 2025 due to nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, the dorsal quad plate was removed during a revision surgery on (B)(6) 2025 due to nonunion. During a six-month post-op visit, the patient had no pain or swelling, was on a bone stimulator for two months and nonunion was discovered via radiographic imaging. The surgeon noted it is possible a tine from the quad plate was in the joint, which could have led to the nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. The device was returned for evaluation on (B)(6) 2025. Analysis of the device indicates there was evidence of wear consistent with insertion and removal efforts. There was no unusual wear on the implant. Measurements were taken and confirmed the implant was manufactured to specifications. There were no indicators of damage or defects that would have led to what was reported. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the analysis and available information, the most likely cause of what was reported is placement of the device. As noted by the surgeon, it is possible a tine was in the joint space, which may have led to the nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.